Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned task-force.

Event description:
The patient reported experiencing elevated blood glucose and bent cannulas while using the infusion sets. He stated his blood glucose has been as high as 250 mg/dl and when he changes the headset, he finds the cannula is bent. His normal blood glucose level is 150 mg/dl or less. He normally changes the headset every 3 days but has had to change the site as often as twice in one day. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.